Manufacturer narrative:
(B)(4). Meddra preferred term codes: (B)(4 )implant site swelling, (B)(4) implant site discoloration, (B)(4) implant site erythema, (B)(4) scab, (B)(4) implant site pain. CAPA: the events are already addressed in the labeling. No corrective/preventive action is needed. Manufacturer narrative: lot number was not reported and a batch record review cannot be performed. Pharmacovigilance comments: a causal relation between the events and the treatment with restylane-l seems possible. The injection technique or the injection procedure per se may also have contributed to the events. The reported events are addressed in the label. The case report is assessed to fulfill the criteria for regulatory reporting due to the permanent discoloration reported in follow-up information on 09-may-2016. Additional comments: case was upgraded to serious on 09-may-2016.

Event description:
A report (B)(4) was received on (B)(6) 2015 from the patient. The events reported were: swelling of the nose, area between the upper lip and nose became reddish purplish, scabbing, pain. On (B)(6) 2015, galderma medical services successfully contacted and obtained additional information from the initial reporter. The (B)(6) female patient, received restylane l injections in the lips and nasolabial folds on (B)(6) 2015 by a nurse at the (B)(6) spa. The patient noticed swelling and discoloration of the nose on the evening of (B)(6) 2015. On the morning of (B)(6) 2015, the patient contacted the (B)(6) spa because "the color was looking darker". The patient went to the (B)(6) spa for follow-up in the afternoon on (B)(6) 2015. The nurse applied warm compresses and massaged the sites of injection. In the evening on (B)(6) 2015, the patient sent pictures to the (B)(6) spa, and was asked by the nurse to come back to the (B)(6) spa immediately. The nurse administered vitrase in the patient's lips. On (B)(6) 2015, the patient reported her nose was looking better, but the area between the upper lip and nose was reddish purple. Per the patient, the area started to scab and became painful in the evening. The patient went back to the (B)(6) spa in the evening on (B)(6) 2015, and vitrase was administered in the nasolabial folds. The patient was prescribed a medrol dose pack in the morning on (B)(6) 2015. In the evening of (B)(6) 2015, the patient was injected with more vitrase in the lips, above the lips, and nasolabial folds. At the time of this report, the patient stated the swelling and pain have gone down, but were still present. The patient wanted to note that the nurse had went above and beyond to help resolve the symptoms. The patient reported synthroid as a current medication, and a history of fillers in the past with no issues. No additional information was available at the time of this report. A follow up report was received 10-jun-2015 from the physician assistant on behalf of the patient. The patient a past injection of restylane in the lips on (B)(6) 2015. On the (B)(6) 2015 the patient was injected with restylane-l in the lips and lower nasolabial folds using a fanning and retrograde technique and used 0.3 ml in the left upper lip, 0.4 ml in the right upper lip, 0.2 ml in the lower lip and 0.1ml in the nasolabial folds. The events of moderate to severe discoloration of the nose and the moderate to severe painfulness started on (B)(6) 2015 and recovered on (B)(6) 2015. The events of moderate to severe reddish purple between the upper lip and nose and swelling of the nose are unknown if resolved. The physician assistant explained that the patient received too much product to upper which caused compression on artery. The physician assistant inject hyaluronidase (vitrase) on separate occasions. The first time the patient was injected with 60 units on (B)(6) 2015, second time 60 units, third time with 100 units and the fourth time with 60 units on (B)(6) 2015. The patient was also prescribed a medrol dose pack starting on (B)(6) 2015 and completing on (B)(6) 2015, and acyclovir 400 mg 3 times a day for seven days starting on (B)(6) 2015 and completing on (B)(6) 2015. A follow-up report was received 09-may-2016 from the patient. The patient reported she now has permanent discoloration due to the event, and does not believe the injector used proper protocol for treatment of the event.